Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Manufacturer narrative:
Investigation summary: field technician stated issue of flange detect switch stuck was confirmed. On 14-may-2024, device was received unboxed and with paperwork. Syringe when attached to lab pcu passes asm functional testing. Internal inspection revealed missing spring flag leaf. Device to be returned to san diego repair center for processing. Recommend san diego repair center replace spring flag leaf (147848). Failure investigation report attached to qn in sap.